Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated tpsa patient result was obtained on a dimension exl 200 system. Siemens headquarters support center (hsc) evaluated the information provided by the customer. Hsc has determined that the customer had diluted the below assay range total prostate specific antigen (tpsa) patient sample 1:1 with a quality control (qc) material that had a mean recovery of about 18 ng/ml. The reprocessed result with the diluted sample was reported as approximately 9 ng/ml (9.63 ng/ml) to the urologist. The diluted patient sample recovery was half of the control material recovery which is consistent with the original sample processing recovery of < 0.13 ng/ml. This event is a customer use error and not a potential product issue with the dimension exl instrument or the tpsa assay. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension exl 200 system. This result was reported to the physician(s). The same sample when first processed on the same day had recovered a below assay range value. The physician did not question the discordant falsely elevated result which was obtained on a dilution of the same sample made with a control material. A positron emission tomography (pet) scan was performed on the patient. There are no known reports of adverse health consequences due to the discordant, falsely elevated tpsa result or the pet scan.